Event description:
Failure of a weld on a cylinder locking pipe used in conjunction with the microselectron-hdr vaginal applicator set caused disassembly of said locking pipe. If this occurs during treatment with the hdr unit, the vaginal cylinders may become dislodged causing the applicator to move which will result in an unintended radiation dose being given to certain areas.